Event description:
The customer reported that after performing a (B)(6) match, user noticed a 37.9cm shift on the lng. Knowing this was incorrect, customer cancelled the shift for that day. No other pt info was reported.

Manufacturer narrative:
During further review of the initial customer report, it was discovered that the problem exists when various steps in the (B)(4) acquisition and match process occur - such as loading the reference CT dataset, loading the (B)(4) dataset and saving the (B)(4) dataset - computer memory is consumed. Not all of this computer memory is freed up for reuse when the pt is closed. Therefore, as more pts are scanned using (B)(4), there may be insufficient memory for obi application to continue to operate. Varian has provided a customer technical bulletin to inform users of a solution when this problem occurs. If memory log suggests that all of the free memory may potentially be consumed, the solutions is to close the obi application after every 10 (B)(4) scans. Restarting the obi application will free up the available memory and will allow the obi to operate normally. Although there was no serious injury reported in this case, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could result in unintended radiation to the wrong anatomical site. An internal review following a subsequent report of this issue has led to the decision to report this older report. No add'l follow-up to this MDR is expected.